Manufacturer narrative:
Procedure/medical information/ imaging review: four radiographic images and two radiographic videos were supplied. They are not labeled as to time or date, right or left, or which carotid is being imaged. Reporter provided image 1: lateral oblique ica dsa, subtracted, with contrast, arterial phase. A fred stent is seen spanning from distal to the ophthalmic segment to the distal supraclinoid ica, or proximal m1. The proximal markers outer stent are located midway between the ophthalmic segment and the pcom. The proximal inner braid is situated abnormally distally from the proximal markers of the outer stent, and its proximal 3rd is axially compressed, as evidenced by tightening of the radiopaque helical wind; it is located barely distally to the pcom. The supraclinoid carotid is completely occluded just beyond the origin of the inner braid of the fred. There is faint flow into the pcom. There is no fishmouthing or evidence of wire breakage. The abnormally long distance separating the proximal outer radiopaque markers and the beginning of the inner braid makes it suspicious that they are not intimately held together. These comments on the stent appearance are based on its motion artifact shadow and not the stent itself, as the image is subtracted. Reporter provided image 2: lateral oblique ica dsa, subtracted, with contrast, arterial phase. As this image is in the venous phase, anything happening inside the ica cannot be commented on, as the contrast has flowed beyond it. There is a small area of stasis of contrast outside the superior aspect of the mid stent, which represents either stasis inside the treated aneurysm or extravasation outside of the artery. On this image, the distance relationship between the proximal radiopaque markers of the inner stent and the proximal inner braid is normal, and the helical wind is also normal. These comments on the stent appearance are based on its motion artifact shadow and not the stent itself, as the image is subtracted. Reporter provided image 3: same as image #2, but unsubtracted. The image is somewhat blurry. Reporter provided image 4: single shot skull radiograph, lateral oblique, no contrast. The stent shows the same characteristics described in image #1. Reporter provided video 1: 4-second lateral oblique ica dsa, subtracted, with contrast, arterial phase, corresponding to what is seen in image #2. The ica is patent. The stent spans from the distal genu of the ica siphon to the mid-m1. There may be a small lenticulostriate aneurysm of the proximal a1, but it is difficult to tell. The stent appears normal. No clot, no flow abnormalities. Reporter provided video 2: 5-second ap ica dsa, subtracted, with contrast, arterial phase, corresponding to what is seen in image #2. Because this is an ap, it is now apparent that this is the left ica. The proximal fred is now situated more distally than in video 1, in the same position as described in image #1, with the same ¿bunched up¿ aspect of the proximal inner braid. The left aca, which was filling on video 1, is no longer filling. Otherwise, there are no flow abnormalities; no clot." Investigation findings: based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are two (2) complaints from the last 2 years recorded in the complaint handling system with this batch number at the time of this investigation. Based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications: possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves, device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis. Warnings: the fred 27-system should only be delivered through a headway 27 microcatheter and the fred 21-system should only be delivered through a headway 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. The fred system must not be re-deployed more than three times. Should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. Directions for use: 17. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. 18. Warning: do not torque the delivery wire while advancing or retracting the fred system. 21. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 23. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck, allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. 26. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. 27. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 28. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. 29. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. 30. Caution: the fred system must not be re-deployed more than three times. 31. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 23) proximal to the aneurysm neck for adequate coverage. 32. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. 33. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length on each side of the aneurysm neck/target location to ensure appropriate coverage. 34. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. 37. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 38. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Investigation conclusion: four radiographic images and two radiographic videos were provided for review. They show the proximal stent axially compressed, which is consistent with the condition described in the reported event. There is no evidence of wire breakage; however, the abnormally long distance separating the proximal outer radiopaque markers and the beginning of the inner braid suggests that the stent layers are not properly held together. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
As reported: preoperative condition of the patient: good. Surgical treatment site (aneurysm location): c7. The access was smoothly in place, the stent was smoothly released, and the operation was completed/ the patient was awakened after 10 minutes of observation. About 40 minutes after waking up, the patient was drowsy. A re-angiography revealed that the tantalum wire was broken (the proximal end of the implanted stent was tightened), an intrastent thrombosis, and loss of anterior and middle cerebral arteries. A thrombectomy was then performed to recanalize the vessel. Partial intrastent thrombus was removed using a thrombectomy stent. Fred device remains implanted. Following thrombus removal to restore patency, the patient became comatose. Medical management / drug treatment was given. Current treatment measures for the patient: medication and rehabilitation therapy; the patient remains in a coma. No additional incident or patient information was provided.